Manufacturer narrative:
The t:slim x2 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant. Device not returned.

Event description:
It was reported that when a bolus was entered, the customer transposed the blood glucose (bg) value with the carbohydrate value. The customer's bg level lowered to 30 mg/dl and the bg level was addressed with a glucagon shot. A follow up with tandem's technical support or (B)(6) 2017 confirmed that the customer's bg level was around 213 mg/dl.